Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a "bowstring effect" and felt pulling in his neck from his two extensions. His health care professional (hcp) scheduled a revision and implantable neurostimulator (ins) replacement. When the hcp accessed the right-sided lead he noticed the outer insulation of the lead might have been compromised. The hcp decided not to pull the lead to right side and instead attached the right-sided lead to an extension on the left side and tunneled the extension from the left side of the scalp to right side of the scalp, then down to the right-side ins. The impedances were measured and were all normal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.